Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer stated the screen had black lines and the esc button was fading. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer changed the set and the screen looked fine. The insulin pump was returned for analysis.